Event description:
It was reported the pt experienced intermittent stimulation for the last two weeks. The stimulation would reportedly stop for a day or two and then come back on unexpectedly. The pt was seen in the clinic. Stimulation was restored, however, the scenario repeated. The symptoms occurred following strenuous activity. The pt's job involves driving trucks and forklifts. Getting in and out of the vehicles requires a lot of stretching and pulling. It is unclear if this has had an impact on the implanted leads. The batteries in the pt programmer have been replaced and the pt is able to adjust the amplitude but does not feel the stimulation. It was also confirmed the stimulation device was on. Additional info has been requested but was not available on the date of this report.